Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On the day the sensor was inserted into the patient's abdomen, they experienced a skin reaction and infection. The patient developed an itching sensation and an infection under the sensor overlay patch. The area was prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient consulted a physician who prescribed an oral antibiotic medication, amoxicillin 500 mg, once per day, for the infection. At the time of the report, the patient was doing good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).